Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent damage was confirmed. Tip separation was noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a 2.5 x 28 rx xience v stent delivery system (sds) was prepped for use and the physician noted a defect (damage) to the stent implant prior to use. The device was not used and there was no patient involvement. A new same size rx xienve v sds was used successfully. There was no reported clinically significant delay in the procedure. Return device analysis revealed that the tip of the sds was separated and was returned. There was a bent strut on the last row at the proximal end of the stent implant. There was no other damage noted to the stent implant. Additional follow-up with the site did not confirm the specific type of damage that was observed. No additional information was provided.